Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad. Approximately 20 months post index procedure, patient suffered from myocardial infarction (vessel unknown). Event was treated with medication. Investigator assessed that the event was not related to index device and unlikely related to antiplatelets medication. Safety assessed that the event was possibly related to index device, but not related to antiplatelets medication. Cec adjudicated the event as myocardial infarction. Patient recovered.